Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2026, the patient underwent endovascular treatment of thoracic aortic aneurysm, using gore® tag® thoracic branch endoprosthesis. Following a left common carotid artery¿to¿left subclavian artery bypass procedure, the treatment plan was to intentionally deploy the aortic component in a partially covering position over the left common carotid artery (zone 1.5). A 26 fr introducer sheath was inserted via the left femoral artery. After deployment of the stent graft, decreased blood flow in the left iliac artery due to intimal injury at the left femoral artery puncture site was observed at the time of sheath removal. As a treatment, endarterectomy at the puncture site was performed, and the vessel was surgically repaired.